Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose was 407 mg/dl at the time of incident. The customer treated high blood glucose with bolus. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. Based on customer¿s report customer does not allege under delivery. The customer was wearing the insulin pump when high blood glucose event was reported. Customer reported that the insulin pump insulin flow blocked alarm when trying to do bolus. Customer states reservoir had air bubbles about an inch close to the insulin pump. Customer declined to continue high blood glucose troubleshooting. The insulin pump and reservoir will not be returned for analysis.